Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter cemented femoral stems. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
The authors report on outcomes contained in the nordic arthroplasty register association. Included in the study were 325,730 cemented femoral stems and 111,899 uncemented femoral stems inserted from 1995 to 2009. The revision rate for periprosthetic fracture for the exeter cemented stem was 0.06% within six months and 0.14% within two years compared with 0.04% and 0.07% respectively for all cemented stems. The revision rate for periprosthetic fracture for the abg ii monolithic cementless femoral stem was 0.78% within six months and 0.92% within two years compared with 0.42% and 0.47% respectively for all cementless stems.